Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The pump was connected to a power source but still would not turn on. The customer&#38112;blood glucose (bg) level was 180 (mg/dl). It was indicated that the customer had manual injections as alternate insulin therapy available.